Event description:
Hcp reports pt being implanted with ins in march 2006 experienced an acute epidural hematoma with t10 paraplegia affecting the lower extremities. The pt was treated by removing the epidural leads and evacuating the epidural hematoma. This temporarily restored movement to the lower extremities, however, the t10 paraplegia returned. The pt still has t10 paraplegia at the time of this report and the ins and extensions are still in place. Report of partial device explanation but was not returned to the manufacturer for analysis.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.